Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 18 months post implant, the chief perfusionist reported that the pt experienced an intermittent red heart alarm despite an exchange of the system controller. It was also reported that the pt did not experience alarms while on battery support. A "replace system controller" message appeared on the screen and the system controller was unable to perform a self-test. When the chief perfusionist attempted to retrieve the historical log file data from the system controller, a red heart alarm reportedly occurred and the estimated flow dropped to zero for about 5-10 seconds. The pt reportedly became unstable during this event. In order to re-establish the flow, the chief perfusionist exchanged the system controller. Once the pt was stable, the pt cable was exchanged. The alarms reportedly resolved and a system controller self-test was successfully performed. A review of the log file data submitted to the manufacturer for analysis revealed multiple alarms recorded including low battery hazard, backup mode operation, pump stoppages, a loss of power and low speed hazard events from large reductions in pump speed.

Manufacturer narrative:
The pt remains ongoing on lvad support. The manufacturer requested x-ray images of the pump end as well as the external portion of the pt's percutaneous lead. The manufacturer's clinical representative also advised the hospital staff on the importance of a thorough review of a potential compromise in the percutaneous lead. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of intermittent alarms was confirmed based on the manufacturer¿s analysis of the patient¿s historical log file data submitted at the time of the event; however, the root cause for the alarms to occur could not conclusively be determined. The x-ray images provided by the hospital were inconclusive for any issues with respect to the integrity of the percutaneous lead wires. The hospital reported that the patient is not a candidate for a pump exchange. The manufacturer¿s device tracking records indicate that the patient remains ongoing on lvad support and no further related issues have been reported. Although the root cause for the reported event remains inconclusive, the device's approved labeling explains that all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding how to care for the percutaneous lead is also addressed within the patient handbook. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.